Event description:
This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("heavy menstrual periods") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pain in extremity ("pain in legs"), breast engorgement ("breast congestion"), migraine ("migraines"), amnesia ("memory loss"), dizziness ("dizziness") and speech disorder ("speech disorder"). The patient was treated with surgery (medical/surgical intervention). At the time of the report, the menorrhagia, pain in extremity, breast engorgement, migraine, amnesia, dizziness and speech disorder outcome was unknown. The reporter provided no causality assessment for amnesia, breast engorgement, dizziness, menorrhagia, migraine, pain in extremity and speech disorder with essure. The reporter commented: consumer report via lay press (la presse de la manche). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: menorrhagia. The analysis in the global safety database revealed 930 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Further company follow-up with the consumer or non-health professional is not possible. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.